Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with nx053z tibial plateau . It was reported that the patient had been experiencing pain and stiffness postoperatively. It was suspected that there was a loose vega tibial baseplate. This eventually caused a revision to the patient's total knee arthroplasty (tka). It was found that the tibial baseplate was only fixed to bone in the posterior lateral corner; there was no cement affixed to the implant. It was noted that the surgeon also removed the femoral implant and there was no cement on this implant either. The patient was doing well after the revision. Involved components: (reported separately), nx011z - as vega ps femoral comp.cemented f5n l, nx120 - vega ps gliding surface t2/2+ 10mm - 52264272, nn260p - plug f/tibial plateau.

Manufacturer narrative:
Associated medwatch-reports: 9610612-2019-00668 ((B)(4) - nx053z) 9610612-2019-00669 ((B)(4) - nx011z) 9610612-2019-00670 ((B)(4) - nx120) 9610612-2019-00671 ((B)(4) - nn260p). Investigation results: the provided devices were decontaminated internally according to internal standards. The implants arrived with only little bone cement residues. The products were examined visually and microscopically. In the delivered condition, the tibial as well as the femoral component show only little bone cement residues. Furthermore it was noticed that the ps post on the meniscal component was removed. The gliding surface of the meniscal component shows hardly visible scratches and imprints. Batch history review - the device quality and manufacturing history records have been checked for all available lot numbers and found to be according to our specification valid at the time of production. Conclusion and root cause - based on the information available as well as a result of our investigation the root cause of the failure is probably usage related. Rationale - there are no hints for a material problem. According to the quality standard and DHR files a material defect and production error was not found. It could be possible that there were problems with the cement technique. Potential sources of faults relating to the cement: · the processing time of the used cement was exceeded · wrong temperature · unfavourable storage · the age of the cement · wrong handling with the cement. Corrective action - product safety case (psc) 17-19. Any action regarding CAPA will be addressed within the product safety case.